Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the customer reported that drawer 5, full height matrix, was intermittently failing to register as closed and required recovery. The field service engineer (fse) powered down the station and cleaned the board contacts and debris from the rear of the drawers. The fse then rebooted the station and confirmed that the drawers were functioning normally within the application. The fse performed a hardware test application check, which passed successfully, and the customer verified that the drawer was operating normally. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es station drawer had failed. The user had already rebooted and attempted recovery, but the issue persisted. The customer stated that this malfunction occurred while dispensing medication to patients and caused delay in patient care. The user managed to dispense medication from pharmacy or from another station. However, there were no adverse events or injuries reported based on this event.